Event description:
Per the clinic, the device was explanted (B)(6) 2014 due to migration of the electrode array.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 23, 2014.